Event description:
On (B)(6) 2010, the pt's father reported the pt's infusion set adhesive is not sticking to his skin. He stated the infusion site falls out within an hour after insertion. The father stated the infusion site area is cleaned with soap and water and allowed to dry and at times "skin tac wipes" are used. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.